Event description:
It was reported that the patient had a drug delivery system re-implanted on (B)(6) 2012. Two days later, the patient presented with redness. A few 2 days later, the patient had drainage at the incision site. On (B)(6) 2012, the system was explanted and cultured positive for staph. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).